Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A medtronic employee reported via phone call that the insulin pump received motor error and rewind anomaly. The customer¿s blood glucose level was unknown. The customer that they had diminished battery life often. It was reported that they took longer time for rewind and also received motor error. The insulin pump will not be returned for analysis.